Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual observation of the electrode reveals the distal tip shows signs of activation. There is evidence of melting at the proximal end of the manifold surrounding the return brace at the 4 to 7 o¿clock position. The device passed all electrical testing except the hipot testing due to the tip condition. The device was connected to vapr vue generator and checked for minimum, default, and maximum values against vapr vue software requirements; no issues were noted. The damage to the manifold is consistent with other lps devices under the supplier CAPA. Due to an increasing trend in the number of this reported failure, a supplier CAPA has investigated this failure. Root cause: the design has is such that the operator requires a specific aptitude to ensure the glue wicks successfully this aptitude was not previously ensured by the electrode design. Corrective action: awareness retraining, clip application video retraining has been provided to the operators. This CAPA was monitored for its effectiveness and the complaint rate was below threshold, therefore initial training and awareness training was effective. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes (B)(4) complaints system revealed 1 other similar complaint for this lot of devices that were released to distribution. At this point, no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During a shoulder procedure, the electrode is sparking and working after sparking had happened. Additional information received via email from the affiliate on 6-10-2016. The sparking was inside the patient. The procedure was completed with same like product. No delay, surgery was not delayed, the sales rep made a mistake this device was new. Affiliate confirmed sparking inside the patient was found out on (B)(6) 2016.